Manufacturer narrative:
The product was discarded at the user facility and therefore an investigation of the product could not be performed. The data logs were returned, but do not pertain to the failure. The IFU does state an "evaluation prior to inserting the impella catheter... Observation of obesity" should be made. Whether the obesity and deep tissue track contributed to the hematoma and bleed, and the impella pump failing to achieve hemostasis at the access, is unknown at this time. Should more information be shared and new investigation findings become available, a supplemental report will be submitted.

Event description:
The physician placed an impella cp via the left femoral artery for support of an obese patient with cardiogenic shock. The support was successful during the coronary angioplasty, however the team did observe a hematoma at the access site. The hematoma was controlled by manual pressure, removal of the impella, and an infusion of two units of blood. When the access site bleed was controlled, a second cp was placed due to continued need of hemodynamic support.